Manufacturer narrative:
Follow up being submitted as the investigation results determined that the issue was with the gatch section and not the foot section as originally reported. The issue of the gatch not functioning properly is not a reportable event based on the following rationale: it was reported that the gatch was not functioning properly. This will result in an annoyance for the patient as the gatch or foot position is for patient comfort only and does not impact critical bed functions or impact emergency care, if required. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to contribute to or cause serious injury or death if it were to recur.

Event description:
It was reported by repair work order that the footend lift was stuck at an elevated height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported by repair work order that the gatch was stuck at an elevated height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.